Event description:
It was reported by the customer that pyxis medstation es system had door failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was not detected on the bus. A field service engineer replaced the controller board for the tower door and reconfigured the tower doors; however, the doors continued to show not detected on bus. The technical support specialist successfully logged into the station and discovered that the address for the door had not been updated in the database. The agent accessed the sql database and was able to correct the address for the doors, allowing the tower to recognize them properly. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.